Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user was worried blood glucose (bg) was not coming down during a hyperglycemic episode of 278 mg/dl. The user changed their infusion set but not cartridge to help with insulin delivery. Pt wears contact inset 23" 6mm infusion set. Pt stated she is in a drug trial for a medication called tirzepatide. Bg seemed to go down slightly but was not even a 10% difference. Less than 1 hour later, bg rose to 304 mg/dl and the user resorted to back up therapy. She will consider a replacement device.